Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a (left) 500cc mentor memorygel breast implant and a (right) 475cc mentor memorygel breast implant. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade IV). The breasts have a lot of pain and are super hard. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On october 3, 2022, mentor received additional information indicating that the patient was also diagnosed with possible left breast implant rupture and has been scheduled for bilateral breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On may 6, 2022, mentor became aware that the patient's breast implant removal surgery scheduled for (B)(6) 2022 has been cancelled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a.

Manufacturer narrative:
On october 28, 2022, mentor received additional information indicating that the patient's capsular contractures are baker grade iii and the patient's date of explantation has been updated to (B)(6) 2022. In addition, patient's age at the time of event was actually 29.

Manufacturer narrative:
On november 18, 2022, mentor received additional information indicating that the during the removal surgery, the implants were found to be intact upon removal. In addition, the patient's breast capsular contractures were also diagnosed to be baker grade 4. Lastly, the patient's implants were replaced with the following: (left) 525cc mentor memorygel breast implant catalog: 3505251bc lot: 7584738 sn: (B)(6) and (right) 525cc mentor memorygel breast implant catalog: 3505251bc lot: 7573083 sn: (B)(6). On november 24, 2022, the mentor failure analysis lab received the device for evaluation. On december 1, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.